Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis after decontamination; the upn and lot number match those provided by the customer. The steering knob and the tension control knob functioned properly on both lock and unlock positions. There is a bend in the distal end approximately 23mm from the distal tip in the neutral position. There is body fluid under ring 2 and in the interior of the sheath, and it is likely the ring seal was compromised during the procedure due to the bend in the distal tip. An lcr test was performed and the sensor was found to have an open circuit in the right curve position and low resistance measurement results in the neutral and left curve positions; the sensor is almost half the resistance expected in the neutral position. X-rays revealed a break in the sensor wire between ring 2 and ring 3. The distal section was dissected, and the open in the sensor wire was visually confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed april 21, 2017. It was reported that during an ablation procedure, an arrhythmia was induced and the physician introduced the intellanav¿ xp ablation catheter to map; however, the catheter could not be seen on the rhythmia mapping system. The procedure was completed with another of the same device. There were no patient complications. However, returned product analysis revealed body fluid under ring 2 and in the interior of the sheath, and that it is likely the ring seal was compromised during the procedure due to a bend in the distal tip.